Event description:
During surgery for herniated cervical disc, plate and screws were implanted at c5-c6 to keep bone graft from being extruded. Plate implanted on an angle. The end of one of the 4 hollow core screws is pushing through the posterior cortex of one of the two vertebrae; and thus, is exposed to the spinal canal. Pt has difficulty swallowing solid food, episodes of not being able to breath, as if being strangled, muscle spasms, pain in neck, arms, shoulders, shoulder blades, jaws, ears and head, tmj-like symptoms, and degeneration of jaw on left side (plate is implanted on left side). Plate and screws need to be removed but success rate is low for removal of the 4 hollow core screws, which allow for ingrowth of bone. Device is not approved by FDA.